Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high priority 20198 alarm occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: expiration date (replace date with n/a) and h8. H10: the actual sample was received and evaluated. The event history log review identified a high priority alarm 20198. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. An external inspection, power on test and auto-connect test were performed, with no issues noted. A mock therapy was performed, with no issues found. The alarm was not reproduced. A visual inspection of the inside of the device was performed, with no issues noted. The reported condition was verified, during event history log review. However, the cause of the condition could not be determined, as the device met specifications. Should additional relevant information become available, a supplemental report will be submitted.